Manufacturer narrative:
Date of report: (B)(6) 2021. Reporter phone number: (B)(6).

Event description:
The customer reported that alarm led failed occurred. The customer reported that the unit was in use on patient, but there was no patient harm reported. No delay in therapy and no medical intervention reported. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
The service technician reported phenomenon was not duplicated despite operation checking. The event log revealed that diagnosis code 1105-alarm led failed had occurred. Therefore, the power switch overlay was replaced preventively. The software was confirmed to be version 2.30. Overall, checking, cleaning, and a function test were performed.